Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the catheter clotted on the blue venous port. This report addresses the third occurrence. No reported harm to patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of clotting in the venous (blue) lumen was inconclusive due to the condition of the returned sample and the clinical conditions that could not be replicated. A powertrialysis t/l catheters was returned for investigation. Sample exhibits evidence of use. Blood residue was observed on the catheter. A functional test revealed that the lumen was patent to infusion and no occlusions or leaks were observed. Since clotting could not be replicated and the flow was potentially affected by clinical complications, the complaint is inconclusive. The product IFU states, ¿insufficient blood flow may be caused by an occluded tip resulting from a clot or by contacting the wall of the vein.¿ after dialysis, the IFU states, ¿flush arterial and venous lumens with a minimum of 10 ml of sterile saline. Inject heparin solution into both the arterial and venous lumens of the catheter. The appropriate heparin solution concentration and flushing frequency should be based on hospital protocol. Heparin solution of 1,000 to 5,000 units/ml has been found to be effective for maintaining patency of hemodialysis and apheresis catheters.¿

Event description:
It was reported by the facility that the catheter clotted on the blue venous port. This report addresses the third occurrence. No reported harm to patient.